Manufacturer narrative:
A product sample was received for investigation. Visual and functional testing were performed but found no issue as reported. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured nov. 2013, and is out of warranty. Therefore, no manufacturing DHR review is needed. Model # and if ind/preanda, give protocol # are unknown. No product information has been provided to date. Operator of device patient/consumer.

Event description:
It was reported that the customer changed both the cassette and the pump to another new one. After that, an alarm went off with on message displayed on the screen. No patient injury was reported.